Event description:
The rep reported the device was used during a bowel resection. It was reported the tlc55 would not advance past the safety stop when it was activated. A second tlc55 was opened to complete the case. There was no consequence to the pt.